Event description:
The service report shows the covidien customer service engineer (cse) found the keyboard unresponsive. Malfunction did not occur during patient use. No patient involvement reported. The graphic user interface (gui) keyboard was replaced. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).